Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was difficulty loading lens in to the cartridge and a scratch was occurred after lens insertion. There was patient contact and surgery was completed on the same day. Additional information was received and stated, surgeon had to cut and explanted the lens in initial procedure. The symptoms were resolved and there was no patient harm. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The lens was not returned. Only the carton and inserts were returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the loading issue could not be determined. The product was not returned in the carton for evaluation. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which the IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage may result in damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).